Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced, however, the new lead did not fit into the implantable pulse generator (ipg) header due to a grommet or set screw issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.